Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, after which the malfunction code did not recur. The customer was informed to contact support again if any issues reappeared and understood these instructions.